Event description:
While undergoing a lengthy neuro-interventional procedure the embolization wire broke off. The first guidewire used was retrieved completely. The distal end of the second guidewire was not retrieved and remained in the embolized vessel left posterior cerebral artery (pca).